Event description:
It was reported that the after implanting the device, the surgeon noticed that one of the nitinol locking wires had detached from the right side of the implant. The wire was removed and the implant was left in the patient. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. We are unable to determine cause of the event.